Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an error check vent alarm for primary alarm failure message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). Customer noted possible damage on the pm pcba connector where the speaker connects. Provided part number for the primary speaker as needed. The investigation is ongoing.

Manufacturer narrative:
The customer believed that the pin that was connected to that speaker connector was bent downward. It was gently pushed back straight when the new speaker was connected which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.